Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 20-38mmx2.75mm, eccentric, de-novo target lesion contained >45 and <90 degree bend and was located in the severely calcified proximal right coronary artery(rca) extending to the mid rca. A fr 4, 6f unspecified guide catheter and a non-bsc guidewire were advanced and positioned in the target lesion. Predilation was performed with a 2.75x20mm apex balloon catheter. Subsequently, a 2.75x32mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the tip of the stent was deformed. The physician attempted to implant another 2.75x24mm promus element ¿ stent but due to the lesion's severe calcification, the second promus element ¿ stent failed to cross the lesion. Finally, the procedure was completed with another of the same device. No patient complications were reported and patients status was stable.